Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved an extension set 7 smallbore pressure infusion (10 ml) with unknown product code and lot number. The event was reported via medwatch uf/importer report# mw5163771 with MDR report key: (B)(4) on (B)(6)2025, which stated: "when attempting to flush IV rn noticed that there was saline coming from the hub of the t connector. Rn changed out the t connector and no further issues. Upon further inspection there was some sort of crack underneath the cap of the tubing causing the leak.¿ there was patient involvement, delay in therapy, but harm was not reported as consequence of this event.

Manufacturer narrative:
Section 10 - medwatch report # mw5163771.